Event description:
Philips received a complaint by the customer on the v60 indicating that during routine maintenance at bench repair, a 1122 check vent: blower temperature high alarm error occurred when the device was turned on. It was reported that there was no patient involvement at the time the issue was discovered. Per previous gfe response, the field service engineer (fse) confirmed that the power management board and motor controller board were both malfunctioning and caused the ventilator to display a slew of warnings on the screen. A service quote for the repair has been sent to the customer for approval.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the customer accepted the service proposal, and the field service engineer (fse) replaced the power management (pm) board and motor controller (mc) board. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.